Manufacturer narrative:
The manufacturer previously reported a ventilator was not cycling properly and failed during testing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. The device was found to power on and operate as designed.

Manufacturer narrative:
The manufacturer previously reported a ventilator was not cycling properly and failed during testing. During evaluation, the manufacturer determined the device powered on and operated as designed. No observations or issues were found related to a cycling issue or testing failure. During final testing, the device failed a test step. The device's internal battery was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator was not cycling properly and failed during testing. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.